Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a scheduled pacemaker device replacement procedure for therapy upgrade to a cardiac resynchronization therapy pacemaker (crt-p) device, the terminal pin of this right atrial (ra) lead fractured and pulled away from the lead body when it was removed from the pacemaker device header. The lead was also noted to exhibit noise and high out of range pace impedance measurements greater than 3000 ohms. As a result, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.